Manufacturer narrative:
Received via medwatch report number 0700100000-2021-8007. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse potassium during patient therapy. The patient came directly from the operating room to the critical care unit. The nurse had the potassium (20meq/100ml) primed and programmed to run as a secondary infusion at 1816. Upon starting the infusion the nurse noted drips in the primary tubing and thus clamped the primary tubing and restarted the drip. She saw a 'bubble' in the secondary drip chamber and assumed it was functional. At 7pm during handoff, it was noted that the pump was running but the bag of potassium was still completely full. The potassium was then removed and replaced into the pump and when start was pressed the pump began to run without alarm while there were no drips in the chamber. The infusion was restarted on a new pump without issue. It was noted that the patients potassium was relatively unchanged and internal defibrillator programming of the patient was not being set low enough to shock. There was no report of patient injury associated with this event. No additional information is available.